Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an angioplasty procedure, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8697640) became impeded in middle section of a prowler select plus 150/5cm microcatheter (606s255x, 31342751) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure. Additional event information received on 11-nov-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent? -. There was no excessive force used with the devices. There were no procedural delays due to the event. A non-sterile EU 4.5x28mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was found detached from the delivery system. No appearance of damages were noted on the device. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent becoming impeded at the microcatheter could not be evaluated through functional testing due to the detached condition of the stent. The stent must be inside the introducer tube and attached to the delivery wire to perform the functional analysis. Additionally, the detached condition of the stent was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information received on 11-nov-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent? There was no excessive force used with the devices. There were no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an angioplasty procedure, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8697640) became impeded in middle section of a prowler select plus 150/5cm microcatheter (606s255x, 31342751) and could not advance any more. The physician removed the stent and microcatheter (mc) from the patient and switched to new devices to complete the procedure.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenkov's, or its employees that the report constitutes an admission that the product, cerenkov's, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.